Event description:
Pt presented with non union left hip fracture. Previous surgery for open reduction internal fixation (orif) in left hip using zimmer compression nailing. Pt returned one month later for removal of hardware and left hip hemiarthroplasty.

Manufacturer narrative:
This report will be amended when our investigation is complete.